Manufacturer narrative:
(B)(4). It was reported during follow up that on (B)(6) 2015, antibiotic therapy was discontinued, and the patient was discharged from the hospital and had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. The same day the patient began treatment with cefazolin 1 gram, every day (route not reported) and intraperitoneal fortum 1 gram, every day for peritonitis. At the time of this report the patient remained on antibiotic therapy and was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.